Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged 9 false positives were obtained in drawer a. No erroneous results were reported out because they subculture all positive results. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that 9 false positives in drawer a. A bd system support engineer (sse) reviewed the logfile and found that the fx lost power and it was restored in the morning. Right after the unit booted up and started loading vials into drawer a and aborted a test. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is power lost. No new trends, risks, or hazards were identified as a result of the complaint. See h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged 9 false positives were obtained in drawer a. No erroneous results were reported out because they subculture all positive results. There was no report of patient impact.